Event description:
It was reported that right atrial lead had some undersensing of p-waves, a high threshold, and suspected dislodgement. The right ventricular lead was reported to have a decrease in impedance. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.